Event description:
Event description: 1. Situation after the procedure, the sheath (a line, 4fr) that was punctured on the right leg was pulled out and was switched to the 9fr sheath. When the perclose was inserted into the vessel, vascular injury was confirmed. The physician said that the vessel in which the vascular injury occurred was not the same vessel as the one where the ablation-related sheath was located, and there was a low possibility of a causal relationship with the bw products. However, the event was reported because the cause was unclear. 2. Timing after the procedure and all catheters were pulled out from the patient¿s body. During hemostasis. 3. How to complete the procedure the ablation itself had been completed. During the procedure, there was no change in the patient¿s condition. After all the catheters were removed from the patient¿s body, the event occurred during hemostasis. Ngen software version is ver:2.0.27.1112. Description of health hazard (other): after the procedure, the perforation occurred near the puncture site on the leg. Progress: a stent was inserted into the leg, and the patient¿s condition was confirmed to be stabilized. Physician assessment of the health problem: non-serious (moderate/minor). Extended hospitalization: no. Causal relationship with the product: unknown. The physician's opinions on the relationship between the event and the product (comments): the information was unable to be collected from the main physician because it was the emergency situation. According to the co-medical staff and the 2nd physician, the vascular injury was confirmed when the sheath (a line, 4fr) for the right leg puncture was switched to the 9fr sheath for the neck puncture due to hemostasis with the perclose. They commented that there was a low possibility of a causal relationship with the sheath used for the ablation-related products. The sales rep. Will confirm the details of the cause in the next case. Were any abnormalities observed prior to use of the product?: none. Were any abnormalities observed during use of the product?: none. History of medical history/treatment/other diseases currently being treated, etc.: regarding the patient¿s information, it could not be disclosed by the hospital. The complaint product(s) will not be returned for analysis.